Manufacturer narrative:
Sr (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was able to be charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and reviewed, no errors were observed. A communication tool audio test was performed and it passed. A "try it" manual test was performed and passed. The reported event of no vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no vibration could not be determined. A root cause could not be determined.